Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to pre-mature tensioning of the device.

Event description:
As of 12/10/2024, no additional information can be provided as the sales representative was not present during the procedure and does not have any details related to this case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/21/2024, it was reported by a sales representative via email that an ar-3688 knotless tensionable fibertak biceps kit blue repair stitch did not fully tension down. This was discovered during a procedure on (B)(6) 2024. No additional information was provided. Additional information requested.